Manufacturer narrative:
Upon follow up, it was reported that the patient was hospitalized for the event. On an unreported date, treatment with manova and vancomycin injections were discontinued. It was reported that the catheter was removed, pd therapy was discontinued, and the patient was switched to hemodialysis (three times a week). At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, route, frequency and duration were not reported) and magnova injection (125mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.